Event description:
It was reported that chronic noise was noted on the patient's right atrial and right ventricular leads. Programming changes were performed. Both leads exhibited rapid increased capture thresholds and low impedance which slowly decreased. During a procedure to address the lead anomalies, the right atrial lead had damage which was believed to be from friction between the lead and device. The lead was capped and replaced on (B)(6). The right ventricular lead was explanted and replaced. Damage was suspected but not observed by visual inspection. The patient was stable.